Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: during the investigation, a review of the black box showed evidence of a short battery life. The pump intermittently powered on with the returned battery cap. The battery cap threads were found to be damaged. A test battery cap was used for all further testing. A battery compartment crack was observed. No evidence of moisture contamination was found inside the battery compartment. "Sleep" current draws were found not to be within specification. The pumps case was removed, and no evidence of moisture was found inside the pump. A visual inspection showed a cold solder connection on the ground pin on the transceiver/cgm board. Reflowed solder connection and the current draw levels returned to be within specification. The "intermittent power" condition was due to the battery cap/compartment damage. The "battery life" issue was due to the high sleep current, which was due to the cold solder connection on cgm/transceiver board. (B)(4)